Manufacturer narrative:
Exact date unknown, event occurred in 2017. Explant date: explanted in 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18514161.

Event description:
It was reported that the patients spinal cord stimulator was not providing adequate pain relief. The patient underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.